Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure of her lower right tibia and fibula on (B)(6) 2018, due to pain. During the removal procedure the t8 stardrive screwdriver found in the evaluation set was discovered to be twisted and stripped at the tip. In addition, the handle it attached to would not engage properly. Due to these discoveries, the surgeon decided to cut the head of the screws off in order to remove the plates out of the patient. The surgeon was able to remove the tibia plate using this method; however, the shafts of two screws remain in the patient¿s tibia. These discovered malfunctions caused one-hour delay in surgery. Reportedly, sales consultant provided a new stardriver screwdriver and handle, which was sterilized and then used to complete the surgery. Procedure was completed successfully. This complaint captures the intra-operative incident regarding broken screwdriver. (B)(4) captures the post-operative incident that required revision. This report is for one (1) 2.4mm stardrive screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part no.: 314.451; lot no.: l775941; manufacturing location: (B)(4); release to warehouse date: march 20, 2018. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.